Manufacturer narrative:
A ge service representative performed an on site investigation. Could not duplicate the problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that whenever they would mag on the 9900 system, the collimator would close completely. Several reboots needed to complete the case. No pt injury was reported.